Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was within a normal range, with no adverse impact reported. The customer resolved the issue by using original charging supplies, and the pump began charging again after leaving it plugged into a working outlet for at least 30 minutes. No further assistance was required.